Event description:
The patient was revised on the left within 3 years of implantation due to corrosion and fretting at the head taper junction. The cup was left in-situ, but the liner was changed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2012-01806.